Event description:
Related manufacturer report number: 3006705815-2023-00904 it was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads and ipg were explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated: a patient experienced lead migration was reported to abbott. As a result, the patient's leads were explanted and replaced. The ipg was also electively replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.